Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, event history log review, functional testing, and service history review were performed. The damaged safety slide clamp assembly and safety slide clamp shim were identified during visual inspection. The cause of the condition was not determined. To correct the condition, the safety slide clamp assembly and safety slide clamp shim were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety slide clamp assembly and safety clamp shim. No additional information is available.